Event description:
As reported, patient underwent breast augmentation revision surgery on (B)(6) 2022 with the implant of galaflex 3d scaffold. As reported 8 months post implant, patient had inferior margin right breast retracted. It was reported during exam, palpation revealed a firm ridge which is "assumed to be rolled galatea mesh." No medical or surgical intervention has been reported. Patient is scheduled to follow up with surgeon, will be advised of the absorption rate and further treatment will be planned.

Manufacturer narrative:
As reported 8 months post implant, the patient presented with inferior margin right breast retracted. It was reported during exam, palpation revealed a firm ridge which is "assumed to be rolled galatea mesh". Based on the information provided, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in aug, 2019. Note, the date of event (B)(6) 2023) is provided as an estimate based on the information provided. Remains implanted.

Manufacturer narrative:
As reported 8 months post implant, the patient presented with inferior margin right breast retracted. It was reported during exam, palpation revealed a firm ridge which is "assumed to be rolled galatea mesh". Based on the information provided, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in aug, 2019. Note, the date of event (15-feb-2023) is provided as an estimate based on the information provided. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the medical device implant date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, patient underwent breast augmentation revision surgery on (B)(6) 2022 with the implant of galaflex 3d scaffold. As reported 8 months post implant, patient had inferior margin right breast retracted. It was reported during exam, palpation revealed a firm ridge which is "assumed to be rolled galatea mesh." No medical or surgical intervention has been reported. Patient is scheduled to follow up with surgeon, will be advised of the absorption rate and further treatment will be planned.